Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The broken device was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties as they were unable to be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, an unknown device could not be pressurized using the 20/30 indeflator. The pressure gauge did not function as the needle did not move in sync with the pressurization. The procedure was successfully completed with a non-abbott inflation device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.